Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous subclavian artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.